Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was experiencing downstream occlusions. There was no reported patient involvement.

Manufacturer narrative:
D9 - product received date 9/23/2025. H3: the suspect pump was returned for evaluation. The event history log (ehl) was reviewed. The high alarm was noted in the ehl as stated by the complainant. The device was visually inspected. A downstream occlusion (dso) seal cracked was noted. The dso seal was replaced. Service history identified that no previous repair has been noted in the last 12 months.